Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station went to a black screen requesting a password when the user rebooted the station. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station went into black screen when rebooted. A technical support specialist dialed into the station, updated carefusion admin, then rebooted the machine, which started in carefusion application, performed an additional reboot from the login screen. The issue was resolved. This issue was caused due to the system rebooted without a clean shutdown. This error may be triggered by an unexpected system interruption, such as a crash, loss of responsiveness, or power failure and might cause a temporary disruption. Upon review, the device returned online and functioned normally. The system functioned as intended after the technical support specialist troubleshot the device.